Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the pt's left eye (os) on (B)(6)2010. Due to excessive vaulting of the icl, the pt experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. The surgeon performed a secondary yag. The icl remains implanted.

Manufacturer narrative:
(B)(4): secondary surgery, yag - (iopr): excessive.